Manufacturer narrative:
A ge svc rep performed an onsite investigation. The reported issue could not be duplicated. The svc rep ran a disc check. The sys was tested and found to be working as intended and put back in svc.

Event description:
The customer reported that the sys would not boot up. No pt injury was reported.